Event description:
The centrifuge started making loud noises and vibrating. A tech noticed smoke, sparks and flames came out the back of the instrument. The power cord was immediately removed from the wall. There was damage to the rotor and internal housing chamber. Beckman service was contacted and they removed the instrument from service. And it was replaced. A service report was received and filed from beckman.